Event description:
This lead was discovered dislodged one day post implant on (B)(6) 2018. Patient had eliquis that day and could not go for revision procedure. Lv lead was turned off and patient discharged. Patient had lv lead successfully repositioned on (B)(6) 2018. The lead remains actively implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.